Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant the scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient never received effective stimulation from his scs system. Surgical intervention may be pending to address this issue.